Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the anomaly. The investigation concluded that the reported issue was unrelated to the software of the navigation system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site was attempting to load a disc for a case the next day, no images would populate. Through troubleshooting with a manufacturer representative, the site was able to open the images with the digital intercommunication of medicine (dicom) folder. There was no patient present when this issue was identified.